Event description:
It has been reported to company that a pt died after using the 007157p catheter. The doctor reported that it is very likely that the death was caused because of wrong use and not because of a manufacturing problem. The device is not being returned for company's analysis. The package does bare a prominent label "now with improved safety adapter" and a warning to consult the instructions for use, for proper use of the safety adapter.